Event description:
Event was reported to herniamesh by the distributor who receive a legal complaint by the patient attorney. The patient has suffered problem, pain, infection, extrusion, urinary problems, bowel problems, emotional/psychological condition, pressure, organ perforation, removal procedure, dyspareunia, and other symptomps as they become apparent. No further information has been provided.